Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. In addition, it was reported that it was reported that the customer received a power source alert and subsequently, the pump shut down. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using the car adapter. There was no reported adverse impact to customer's blood glucose level.